Event description:
It was reported that a pericardial effusion occurred while performing a left atrial maze procedure. The pericardial effusion occurred when the physician was performing a roofline lesion on the right side of the left atrium. The patient had severe internal bleeding. Drainage was attempted, however it was unsuccessful. The patient was taken to surgery and she was doing fine after the surgery.

Manufacturer narrative:
The catheter was not returned to the manufacturer for evaluation.